Manufacturer narrative:
The results of this investigation concluded all three cusps were calcified. Cusps 2 and 3 were fibrotically thickened and cusp 3 contained one tear in the base. There was fibrous pannus ingrowth on the outflow surface of cusp 1. No inflammation was present in the valve. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the calcification, fibrin, pannus, or tear was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date approximately six years ago, a 29mm biocor valve was implanted in the mitral position. On (B)(6) 2017, the valve was explanted secondary to stenosis. A 29mm masters series valve was implanted.